Event description:
During a follow-up in clinic, noise reversion episodes were noted which were reported to be related to high voltage lead impedance/pacing lead impedance measurements. The rv lead was explanted and replaced. Imaging of the lead did not reveal any damage. During the replacement procedure, the physician speculated possible lead-lead abrasion, and explanted the atrial lead. Replacement of the atrial lead was not needed as the patient was electively downgraded to a single chamber ICD. There were no adverse consequences for the patient. Related manufacturer reference number: 2938836-2017-22124.

Manufacturer narrative:
The field report of lead-lead abrasion was not confirmed. As received, a complete lead was returned in two pieces for analysis. Analysis of the lead found no anomalies with the exception of damages consistent with those occurring at the time of implant/explant. Electrical testing did not find any indication of conductor fractures or internal shorts.